Event description:
Upon interrogation of the subject device in its sterile box at the distributor center, the programmer head did not recognize this device and lamps on the programmer head were not on. The head position was changed and interrogation was attempted several times; however, the programmer head still did not recognize the device. Other pacemakers shipped together were normally interrogated and telemetry check was performed. Therefore it was decided to return the device for analysis.

Manufacturer narrative:
This event concerns a device that was manufactured and used outside the united states. Analysis is pending.